Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign objects was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of "air insufflation malfunction". This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was noted in where foreign objects were found on the forceps channel port, air/water cylinder, suction cylinder, c-cover, and nozzle. There was no patient involvement.